Event description:
It was reported during a farapulse procedure indicated for a case of atrial fibrillation, a versacross connect for faradrive kit was selected for use. The versacross rf wire was being advanced into superior vena cava (svc) and attempting to get correct placement for transeptal puncture, it was noted the wire got bent and kinked. Also, the wire got stuck during advancing. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.